Event description:
It was reported that the customer entered bolus values into the calculator incorrectly, delivering more insulin than needed. The customer's blood glucose (bg) subsequently decreased to a level that was displayed as "low"; although a specific value was not provided. The customer consumed carbohydrates to address bg. Technical support advised the customer to follow prompts on the pump screen more closely to prevent future errors and to continue monitoring blood glucose while consulting a healthcare professional if needed.